Event description:
The patient noticed an open area at the pump site with draining. Assessment revealed open and exposed hardware. The pump and catheter were removed. According to the logs the medication infused was baclofen.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter ((B)(4)) revealed a non-significant indent in the seal of the sutureless connector. It did not affect infusion. Another catheter segment ((B)(4)) was incomplete and returned in segments. Analysis revealed no significant anomalies, and this catheter passed all acceptable testing.

Event description:
On (B)(6) 2014, information was received from a healthcare professional (hcp) indicating that the medication infused was gablofen, with an infusion end date of (B)(6) 2014. The patient had no other symptoms. The cause of the event was noted to have been that the patient was using a belt to hoist the patient. The belt caused skin irritation and eventually resulted in skin breakdown. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).